Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: after further investigation by quality engineering, the assignable cause for this condition was determined to be use/user error.